Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had 2 sets that they were unable to use because, it would not prime. Customer was unable to prime manually. Customer stated that it seemed like the tubing was occluded. Customer was able to push insulin through and successfully prime. Customer was advised that the connection may have not been secure. Customer was advised to return the set for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the snap-cap, and septum for anomalies, but none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusion was noted.